Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had stimulation, but was experiencing interrupted charging. It was reported the intermittent charging was extending the length of the charging time. A replacement charger was sent to the pt. Attempts to follow up on the status of the issue have been unsuccessful.